Event description:
It was reported to vyaire medical that bellavista1000e us had blank screen while the respiratory therapist (rt) is setting up prior patient use. Furthermore, there was no patient associated with the event.

Manufacturer narrative:
Vyaire file identification: (B)(4). The suspect device has not been returned for evaluation. Furthermore, no root cause has been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.